Manufacturer narrative:
Evaluation summary: the defect was returned. We confirmed that the alleged symptom from the complaint description and the body cover grip leak from our investigation of the returned defect. This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. Operation channel buckled at 60 cm, leaky. Sold date 2020-02-27, last major repair 2020-07-31.